Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was not performing the air removal step. Tandem technical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.